Event description:
It was reported that the reservoir tube lip was cracked and the reservoir coming out of the insulin pump. Customer's blood glucose was 30 mmol/l when reservoir came out to the insulin pump. It was also mentioned that blood glucose was 5 mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.